Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, after attempting to cross two restenosed stents, contrary to the instructions for use, the stent was lost in the coronary vasculature. Several attempts were made to retrieve the stent. Eventually another company's balloon was advanced through and past the stent and then inflated to remove the stent. The stent was then again lost near the area of the femoral sheath. The stent was eventually removed from the left femoral area using a snare. It was reported that during the procedure the pt experienced hypotension and was placed on a dopamine drip. The dopamine was discontinued prior to transport from the cath lab. Reportably, there were no pt effects after the medical intervention.